Manufacturer narrative:
This report is submitted on 26 november 2020.

Event description:
Per the clinic, the patient experienced a bumps and skin overgrowth around her abutment. Subsequently, the patient underwent revision surgery under general anesthesia to remove the excess skin. The date was not reported for the surgery